Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 adult inspiratory heated breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and video provided by the customer and our knowledge of the product. Results: visual inspection of the provided video revealed that the water trap bowl of the complaint circuit was damaged at the sealing edge. Conclusion: without the complaint device ,we are unable to determine the cause of the reported event. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility that a rt212 adult inspiratory heated breathing circuit failed the ventilator leak test before use.there was no patient involvement.